Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned coring knife, serial number (B)(6), confirmed visual observations that may have contributed to the reported event. The coring knife, serial number (B)(6), was returned with the t-bar in place. The coring knife was returned in used condition with areas with rust. Microscopic inspection revealed that the blade edge had multiple imperfections. These imperfections consisted of folds/chips to the blade edge which appeared to have the potential to contribute to a cutting issue. A cut test was performed with the returned coring knife and a polyurethane sheet. The knife was able to cut through the sheet; however, the cut was not as smooth as expected and felt scratchy, consistent with the reported event. It should be noted that a control coring knife used for comparison was able to cut through the same polyurethane sheet without issue. An internal investigation by abbott has determined that the issue with the coring knife cutting edge was the result of a manufacturing issue traced to the coring knife supplier. Review of manufacturing documentation confirmed that the coring knife was part of the affected batches identified during this internal investigation. A corrective action was opened with the coring knife supplier to prevent recurrence of this issue. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. However, review of the batch history did confirm that the coring knife was part of the lots bracketed by manufacturing analysis task. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G is currently available. Section 1, "introduction", lists the apical coring knife as an optional component for device implantation. Section 5, ¿surgical procedures¿, provides information on preparing and handling the coring knife. This section also states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the coring knife was used during surgery. Surgery time was not extended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the coring knife was not sharp enough to punch the myocardium.